Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic ipom epigastric hernia repair on (B)(6) 2013 and mesh was implanted. The patient developed a possible seroma on unknown date with unknown treatment. The mesh remains implanted. Additional information has been requested.